Manufacturer narrative:
Microscopic examination of tubing returned from facility. Engineering dept has concluded that the hole in the tubing was caused during the site care procedure. When the returned device was examined under the microscope; a clean, deep, v-shaped cut was observed. Another shallow cut, a mirror image, was located parallel to the first. The lumen cut was duplicated exactly when the catheter was nicked with a pair of standard scissors. The failure mode has been determined as that of user error.